Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. During the device evaluation, a leak was observed at the distal end (tip); due to a dent. A leak was also observed; due to a cut in the a-rubber. The distal end had a burn. Due to wear of angle wire; the bending angle in up direction does not meet the standard value. The image guide bundle had significant breakages, and the connecting tube was scratched. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, the uretero-reno fiberscope had a leak at the tip. There was no report of patient or user injury. The subject device was received at an olympus service center for evaluation. During inspection and testing, the bending cover (a-rubber) had fallen off. This report is being submitted for the malfunction found during the device evaluation.